Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17474773m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the ablation, clotting was observed. The impedance rose. The generator was set to power control mode. The generator parameters that were set were not known. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. Additional clarification was requested on the event. However, no further information has been provided. The impedance rise in itself is not assessed as a reportable malfunction. The reported clotting observed is assessed as a reportable malfunction as it has poor adherence to catheters and could be a potential source of embolism.